Event description:
It was reported that during a lap colectomy procedure, the device was being used to close and the staple malformed, one side was straight and one formed in a b shape. They used a second device to close the incision. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.